Event description:
Pump was programmed to administer 63 cc per hour of medication (500 cc/8 hours). Personnel found that pump had administered 500 cc in 2 hours and 15 minutes. The display on the pump continued to show that the pump was infusing at 63 cc/hr. When personnel clamped tubing the alarm did not sound. An EKG and a chest x-ray were done and 40 mg lasix was given by IV.